Event description:
A report was received from the FDA medwatch voluntary reporting program in which a male pt reported using renu with moistureloc multi-purpose solution and he experienced fusarium keratitis. Further info was received from the pt's physician. In 05, the pt was seen and diagnosed with a corneal ulcer and was treated with vigamox and nevanac. On the following month, a culture was done on the cornea. Six days later, results confirmed that the fungus was fusarium. Subsequently, the pt was treated with amphotericin b, unspecified antiviral drops, and natamycin. His condition has resolved but he had corneal scar, partially within the central 4 mm of the cornea. The pt's visual acuity was 20/30.

Manufacturer narrative:
Consumer returned samples of solution in two vials. Samples were forwarded for testing on 6/1/06. Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium kearatitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.